Manufacturer narrative:
The issue of blood leak has been studied in technical summary. Several attempts have been made to get further information from the account. Currently no further information is available. A revieiw of the manufacturing records, process inspection records and release inspection records reveal no problem found. The manufacturer of the dialyzer, nipro, further states that the lot concerned was manufactured under normal conditions. The manufacturer also surmises that the water pressure used in reprocessing/preprocessing process or foreign matters possibly contained in the solution used in the rinsing process could have had effect on the hollow fibers as the cause of fiber leaks. This is from a nipro communication dated july 21, 2005.

Event description:
The complaint coordinator reports a "fiber broken" with a frequency of 76. There is also the following notation: "almost on the 1st use, but 2nd and 3rd use too". Blood loss is indicated as +/-50ml. On the original complaint form the onset of treatment and the middle of treatment boxes, are checked. New disposables were used to continue the patient treatment without incident. The dialyzers were pre-processed and were not re-processed. The chemical used in the dialyzer is hydrogen peroxide. The facility does not remove the header for disinfection. The following stpes were performed at the facility (order unknown): blood side rinse, dialyzsate side rinse reverse uf step done, post reverse uf blood side flush/reinflation. There is no patient injury or medical intervention. No sample is available.